Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise was showing on the image due to a faulty charge-coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, noise was showing on the image, and cut on cable.